Event description:
On (B)(6) 2014, during a procedure to remove a root tip in the mesiobuccal canal, a hu-friedy root tip pick instrument broke in the canal. The dentist tried to remove the instrument tip using an oral surgery curette. A periapical radiograph was taken and showed the instrument tip was still in the canal. After further attempts to extract the instrument tip, another periapical radiograph was taken. The instrument tip was still in place. A decision was made to abort the attempt to retrieve the tip. On (B)(6) 2014, the pt presented with a "dry socket." The socket was packed with gelfoam and dry socket paste. The following week, the pt went to an oral surgeon who removed the instrument tip. A "cone beam" x-ray was taken and the instrument tip was not in the canal.

Manufacturer narrative:
This type of instrument (elevators) has a life expectancy of 7 years. This instrument was manufactured in (B)(4) 1991. Section d: hu-friedy does not track our devices, which are mostly low risk class I devices, by serial number, only a lot # which is tied to the date of manufacture. The product involved in the event does not have an expiration date. The device is not implanted, therefore implant/explant dates are not applicable. All are not applicable. This is a class I exempt device.